Event description:
This was a spontaneous report from a consumer concerning his (B)(6) wife from (B)(6): (B)(4). The pt's height was (B)(6). The pt's medical history and concurrent conditions included: hypertension and sulfa allergy. In the morning of (B)(6) 2011, the pt applied precise pain relieving heat patch to an unspecified area of the body. Concomitant medications included hctz (hydrochlorothiazide), dosage unspecified, initiated on an unspecified date for hypertension. On (B)(6) 2011, four hours after the patch was applied, the pt complained that the patch was irritating and she developed blisters. The pt removed the patch and it peeled her skin off as well, causing the blisters to become raw. She was also in a lot of pain. The pt consulted a pharmacist regarding the reported events and began treating the blisters with triple anti-biotic. The action taken with precise pain relieving heat patch was withdrawn. At the time of the reporting, the outcome of the events was not recovered. This report was serious (medically significant).